Manufacturer narrative:
Product event summary: the full lead in segments returned, analyzed and no anomalies were found. Also, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the patient experienced pericardial effusion, possibly because the helix was screwed too deep in the tissue. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.